Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "just wanted to let you know that while I was training today, the guide wire in a 20 g accucath broke off in the patient's arm. She got the line in the vein without issue, and when she tried to advance the catheter it met resistance so she stopped. We tried to retract the guide wire but met resistance so we stopped. We pulled the needle and catheter out without resistance or issue and the guide wire was broken and hanging out of his arm. I pulled the wire out without incident. No adverse effects to the patient but had to restart line." No other information was provided.